Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. She filled the tubing and inserted into the body, but cannot get to fill cannula, just loops around for the fill tubing and rewind. Customer declined to troubleshoot for high readings. Walked customer through rewind and filling tubing and the insulin pump is now working. The product was not returned for analysis.